Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2018, product type: catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: (B)(6) 2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving an unknown drug of an unknown concentration and dose via an implantable infusion pump for non-malignant pain. It was reported that the patient complained that she felt her body jerking 24 hours a day and she believed it was caused by the pump. Per the hcp there was no indication that this was caused by the pump or medication and it was never reported to the managing hcp despite the report that this had been happening since the pump was implanted. Patient though it was caused originally by a malfunctioning pump or catheter, both the catheter and pump were replaced. The implanter did not feel it was a pump related issue. The managing hcp did not feel it was a medication issue. The issue was not resolved at the time of this report. The patient's status was "alive - no injury" and no further complications were expected or anticipated.